Event description:
During patient use, customer reported that the autopulse platform (sn (B)(4) will not perform compression. No further information provided from the customer. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) will not perform compression was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was due to a seized brake gap, possibly resulting from humidity and due to user maintenance. The customer is in florida, a high humidity location. Daily device checks are required per the user manual to help prevent the gap from seizing. Also, storing the autopulse in a low-humidity location could reduce the likelihood of corrosive damage to the drivetrain motor and help prevent the brake gap from seizing. The autopulse platform archive review revealed the routine shift check of the platform was not performed daily which likely caused the brake gap to be seized and causes the autopulse platform to display fault code 16 and will not performed compression. During visual inspection, observed cracked top cover as well as front and bottom enclosures, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged parts were replaced to address the issues. The archive data indicated multiple fault 16 around the customer reported event date: thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to fault code 16 upon powering on, thus confirming the reported complaint. Ipa (isopropyl alcohol) was used to clean and un-seize the brake gap to remedy this issue. Further evaluation of the device revealed that the backlight on the lcd does not illuminate, unrelated to the reported complaint. The root cause of the backlight issue was due to a defective processor board and it was replaced to address this issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).